Event description:
On june 22, 1999 safeskin corporation was served with the following lawsuit; plaintiff's claim alleges the following: type I latex allergy; allergic rhinitis; dermatitis; wheezing; angioedema; urticaria.